Event description:
It was reported that the patient will undergo a revision procedure to revise this ambicor penile prosthesis (app) due to pain and failure to activate the device. The app remains implanted and active.